Manufacturer narrative:
A field safety notice and CAPA was initiated as corrective action.

Event description:
It was noticed while building instrument sets, that the descriptions on the labels of instruments received from wl (2 lots - c309081 and c309082) have incorrect descriptions "wedged" and "standard. Total of 24 pieces, 12 for each lot. [Customer]

Event description:
It was noticed while building instrument sets, that the descriptions on the labels of instruments received from wl (2 lots: c309081 and c309082) have incorrect descriptions "wedged" and "standard. Total of (B)(4) pieces, 12 for each lot. [Customer].

Manufacturer narrative:
A field safety notice and CAPA was initiated as corrective action. This is the final supplemental report, the complaint is closed.